Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported that the a1059 mayfield modified skull clamp slips during procedures. This has not caused any issues with the patients. The number of patients involved was not specified. Additional information has been requested but no date, no further information has been provided.

Event description:
N/a.

Manufacturer narrative:
With respect to the returned unit ,it has passed all specific functional testing requirements, except for the lock having rotational movement; when the unit was not under pressure, this would not have caused a slippage. When unit was properly positioned and put under pressure, the unit would not have slipped. This device exceeded its expected life of 7 years. The reported complaint was not confirmed. The root cause for complaint event was unknown however, the most probable root causes are: worn/degraded device (wear and tear) incorrectly assembled device. Device out of specification calibration . Improperly tested/inspected device. Improper technique used during procedure. Inadequately maintained device used for procedure. Off-label use of device during procedure (user error). Device used with incorrect unauthorized devices accessories for procedure. Improper maintenance.